Event description:
I had a hernia repair in 2007. The proceed mesh was placed in me. I had additional surgery within a week of the first one because I had a severe infection that had to be cleaned out. I was left open to heal from the "end side out." This was all very painful. I have had stomach tenderness since the surgery. My stomach is "swelled" all the time. I hurt on a daily basis. I can't walk for very long or even stand because my stomach hurts so bad. Right now, I'm having symptoms that my hernia may be back again. I can't cough or sneeze without feeling something in my stomach move and I double over in pain. I'm in desperate need of help. My doctor is working on trying to get a CT done of my stomach but at the time, I have no insurance and no one will help me. Dates of use: (B)(6) 2007-(B)(6) 2012.